Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was sleeping, he received an inappropriate shock. The patient went to the hospital and interrogation of the s-ICD revealed that it appeared the shock was a result of noise being oversensed. A memory download was sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that due to the initial large signal followed by a regular signal around 6 hertz, it appears that the noise is a result of electromagnetic interference (emi). The patient was questioned and stated that there was not any electronic equipment on or around the patient, including cardiac monitoring when the shock was delivered. Boston scientific engineers visited the patients's residence to monitor for emi. Although it was determined that the wiring in the building was older, the source of the emi was not able to be identified. At this time, the s-ICD remains implanted and in service. No adverse patient effects were reported.